Manufacturer narrative:
The biomedical (biomed) engineer evaluated the device with the assistance of the remote service engineer (rse). The biomed was informed by the nurse that the ventilator failed to alarm during use on a patient. After checking the error log and powering up the device on user mode, the biomed wasn¿t able to confirm any issue on the alarm. Pending onsite service. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00332. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed to alarm during patient use. It was reported that there was patient involvement at the time the issue was discovered; however, however, there was no reported harm to the patient or user. The investigation is ongoing.